Manufacturer narrative:
Upon receipt at medtronic's quality laboratory, visual inspection of the returned suction device confirmed that the tip had fallen off. Medtronic's quality engineers are working with the component manufacturer (novosci) to investigate the root cause of the issue. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Manufacturer narrative:
Medtronic inspected the inventory of the affected component and no defective material was found. The specification, assembly process, and the device history record were reviewed and did not reveal any issues that would cause or contribute to the detached component.

Event description:
Medtronic received information that during use in a case, the tip of the novosci sucker in this perfusion circuit came off. It was uncertain if the tip fell into the patient's chest or if it fell amongst the sterile drapery. It was not located or retrieved. The perfusionist stated that the surgical case was a long and difficult one, and that upon completion of the procedure, the patient needed to be placed on extracorporeal membrane oxygenation (ECMO) support. The patient later passed away. The perfusionist stated that neither the patient's need for ECMO support nor their death were the result of the possible loss of the tip of the sucker line in the patient's chest. The product was returned to medtronic for analysis. Possible lot number for the medtronic perfusion circuit: 208595046 or 208510826.